Manufacturer narrative:
Customer will open new cas if service is requested to complete follow up pertaining to this case, kvp tracking issue. Close case.

Event description:
The customer reported kvp tracking adjustment required.